Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 6948254, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 700cc mentor memorygel breast implant (right) and a 300cc mentor memorygel breast implant (left) experienced right sided rupture post procedure. Additionally, the patient experienced right sided capsular contracture (baker grade unknown), right sided lymphadenopathy, and left sided fat necrosis in the lower inner quadrant. Lymphadenopathy, fat necrosis, and rupture were all demonstrated through magnetic resonance imaging. As a result, he patient had capsulectomy of the right breast and replacement with a 650cc mentor memorygel breast implant. No procedure was performed on the left breast. The right sided rupture was reported initially under 1645337-2020-13088 on (B)(6) 2020. On october 20, 2020 mentor received additional information and initial awareness of any left sided issues. This report relates to the left prosthesis.